Event description:
A ipg malfunction was noted. A lead would not advance in the device. The device had been opened, but not used. A replacement device was used instead. There were no patient symptoms/injuries related to this event. At time of reporting, the patient was alive with no injury.

Manufacturer narrative:
Product ID neu_unknown_lead lot# unknown; product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model # 3058 serial number (B)(4) showed the ins was electrically okay, however, the #2 and #3 balseal connectors were damaged. There are suspected tool/needle marks at the end of the connector port. Also the sealing ring between the #0 and #1 connectors is cut. A lead could be inserted into the connector port, although there was some difficulty when it reached the #3 balseal connector due to the damaged spring.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.